Event description:
In 2001, md (implanter), for the first time, informed the company that one of his patients who was being treated for meniere's disease had an infection while the catheter was in place. The patient developed a hearing loss about 3 days after the patient stopped taking systemic antibiotics but while the catheter was still implanted. This entire course of event occurred more than one year ago.

Event description:
The pt was being treated for tinnitus (not meniere's disease as previously reported). Pt developed an ear infection, vertigo, sore throat, and a "numb" feeling of their tongue.